Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown construct: uss ii/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between july 1, 2011 and august 31, 2019. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: evaluation of healthcare outcomes of patients implanted with the depuy synthes synmesh vertebral body replacement system during corpectomy procedures of the cervical, thoracic, and lumbar spine: a real-world evidence external registry review, british spine registry, vol xxxx, pages 1-22 (united kingdom). This retrospective study aims to describe patients implanted with the synmesh vertebral body replacement (vbr) device using a national spine registry database. Between july 1, 2011 and august 31, 2019, a total of 25 patients (11 females, 14 males) with mean age of 64 years were identified with synmesh in the text fields in the bsr registry database. All patients in the study population underwent anterior corpectomy procedures using the depuy synthes synmesh device. 21 patients had an anterior-only approach, while 4 patients had a combination of an anterior approach and posterior supplemental fixation. Supplemental fixation was noted in eighteen patients. Among patients with supplemental fixation, fourteen patients had anterior plate fixation. Both the depuy synthes skyline plate (n=1) and cervical spine locking plate¿cslp (n=1) were identified among these patients. 4 patients who had a combination of an anterior corpectomy and a posterior stabilization procedure received either lateral mass or pedicle screw supplemental fixation. The posterior stabilization systems identified in this cohort included expedium posterior (n=1), universal spine system¿uss 2 (n=1), and uss 2 with the synapse system (n=1). One of the four patients who had a combined anterior-posterior approach had both anterior screw and rod fixation and posterior supplemental pedicle screw fixation [aouss¿depuy synthes]. Patients were followed-up to five years postoperatively. The following complications were reported as follows: one patient with degenerative disease was noted to have a previous surgical intervention for which the corpectomy procedure and implantation of the synmesh device constituted a revision procedure. One of the patients with a non-supplemented construct required a subsequent revision surgery with removal of the implant the following complications were noted in three of the patients diagnosed with tumor: dural tear (n=1), left common iliac vein laceration (n=1), and pelvic ureteric junction (puj) obstruction (n=1). These three patients did not have a reoperation or revision. The complication which the fourth patient (4% of the total cohort) experienced was not reported. This patient underwent a revision of the surgical site with removal of hardware three months postoperatively. No further details surrounding this event were listed. No other patient had a revision procedure. Three patients (43%) who experienced complications had degenerative disease diagnoses. The following complications were noted in these three patients: dysphonia (n=1), peripheral neuropraxia (n=1), and spinal cord injury (n=1). The two patients (8% of the total cohort) who sustained the latter two complications required reoperation but no revision involving implant removal from the surgical site. The two patients who experienced dysphonia and spinal cord injury had two-level corpectomy procedures. The patient who experienced peripheral neuropraxia had a single-level corpectomy. Among all the patients diagnosed with tumor or trauma per the IFU, one patient with a tumor diagnosis had revision of the surgical site, and no other patient had a reoperation or revision. This patient had a thoracic or lumbar corpectomy procedure. No further details were provided regarding the patient¿s procedure. A patient diagnosed with deformity. Had a reduction in back pain at 12 months after the index procedure; however, the patient had an increase in leg pain. This report is for an unknown depuy synthes synmesh, unknown depuy synthes cervical spine locking plate¿cslp, unknown depuy synthes universal spine system¿uss 2, unknown depuy synthes uss 2 with the synapse system and unknown depuy synthes pedicle screw fixation aouss. This report is for one (1) unknown construct: uss ii. This is report 4 of 7 for (B)(4).